Event description:
Not walking up and down the stairs normally [walking difficulty]. Pain in her knee/sore [knee pain]. Left knee was very swollen [swelling of l knee]. Case narrative: based on additional information received on 12-jan-2020 from a patient, this case initially processed as non-serious was updated to serious as event of pain in her knee/sore was updated to serious (required intervention). Also, new serious event of not walking up and down the stairs normally and left knee was very swollen were added with criteria of required intervention. Initial information received on 22-nov-2019 from (B)(6) regarding an unsolicited valid serious case received from a patient via call center. This case involves adult female patient who experienced not walking up and down the stairs normally, pain in her knee/sore and left knee was very swollen, after she was treated with hylan g-f 20, sodium hyaluronate (synvisc one) and cortisone. The patient's past medical history, medical treatment(s), vaccination(s), concomitant medication(s) and family history were not provided. On (B)(6) 2019, the patient received one intra-articular injection of hylan g-f 20, sodium hyaluronate in knee, once for unknown indication (batch, indication: unknown) (there would be no information on batch number was requested). On (B)(6) 2019, patient experienced pain in her knee (latency: 1 day) and place ice on her knee as a corrective treatment for the same. Reportedly since injection, on an unknown date in (B)(6) 2019, after unknown latency, the patient's left knee was very swollen and was not walking up and down the stairs normally. It had not returned to normal yet. Patient went back to the clinic on (B)(6) 2019. The rheumatologist gave her an injection of cortisone, and ever since then her knee had been swollen and sore. The patient planned to go back to her rheumatologist soon to see what could be done. The patient's experience with synvisc-one had been completely unsatisfying. Action taken: not applicable for all the events with synvisc one; unknown for all the events with cortisone corrective treatment: ice for pain in her knee/sore; cortisone for all the events/ outcome: not recovered/not resolved for all the events. A product technical complaint was initiated on (B)(6) 2019 for synvisc one (lot number unknown) with global ptc number (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. The final investigation was completed on 27-nov-2019. Additional information was received on 27-nov-2019 from other health professional. Ptc results received and processed. Global ptc number was added. Additional information was received on 12-jan-2020 from a patient via email: this case initially processed as non-serious was updated to serious. New serious event of not walking up and down the stairs normally and left knee was very swollen were added. As reported term updated to pain in her knee/sore and its corrective has been added. Clinical course updated. Text amended accordingly.